Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
Upon completion of the investigation a supplemental MDR will be submitted. D4 and h4 - the customer reported the following possible lot#s: lot# 13780299 - expiration: 01 oct 2028; manufacture date: 04 oct 2023, lot# 13975336 - expiration: 01 apr 2029; manufacture date: 15 apr 2024, lot# 14002223 - expiration: 01 may 2029; manufacture date: 25 may 2024, lot# 13495782 - expiration: 01 dec 2027; manufacture date: 22 dec 2022.

Event description:
A complaint was received regarding a 15 units of ext set tubing pur yellow with spike, y-clave®, clamp, luer check valve, experienced no flow during infusion. The following issue was reported by the customer: ¿tubing problem: no flow during administration to the patient. Clinical consequences: 2-hour delay before administering a new bag to the patient (peg liposomal doxorubicin remanufacturing).¿ the event happened on october 07, 2024. The status of the product at the time of the event is during administration to the patient. There was patient involvement and unknown adverse event/human harm.